Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6).

Event description:
It was reported that the patient was experiencing over stimulation and was having difficulty charging the implantable pulse generator (ipg). It was also noted that the leads had high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. All explanted devices were discarded by the medical facility.